Event description:
At 0500 the ventilator sounded both audio and visual alerts, hummed without oscillation, dumped pressure and blew the circuit breaker. Attempts to pressurize the ventilator failed and smoldering smell emanated from the rear of the ventilator. The pt was disconnected from the ventilator and hand-ventilated while a back-up ventilator was set up and calibrated.